Event description:
It was reported that customer experienced malfunction alarms on pump, including malfunction 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement pump while awaiting returned device, with no additional outcome details available.